Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and flanks, on (B)(6) 2021 using cooladvantage+ coolcore and cooladvantage, coolcurve+ applicators and may have developed paradoxical hyperplasia (pah/ph) 12 months after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Additional area of treatment/ph reported: allergan was informed that a patient received coolsculpting treatment to the bra fat area on (B)(6) 2021 using the legacy coolcore and coolcurve applicators and presented with paradoxical adipose hyperplasia (pah) 5 months post treatment. Patient diagnosed with ph (B)(6) 2022.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated on (B)(6) 2021 with coolsculpting to the lower abdomen using cooladvantage+ coolcore applicator and using cooladvantage, coolcurve+ applicator on the flanks and infra-scapular area (bra fat area). Complainant developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. No recall applicators designated for this complaint. [Note: for g.3, the correction to become aware date/g.3 previous emdr-07903 (14-march-2023) MFR. Report # 3007215625-2023-00014.].

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and flanks, on (B)(6) 2021 using cooladvantage+ coolcore and cooladvantage, coolcurve+ applicators and may have developed paradoxical hyperplasia (pah/ph) 12 months after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4: catalog no., d4: serial no, d4: unique identifier (UDI#), a4: weight, and d4: weight units (patient).